Event description:
An infusion pump with a failure code 715 that occurred during pt use. The biomed stated to baxter customer service that there was no report of any pt injury or medical intervention resulting from this failure. Info was requested by baxter regarding specific pt info, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available. Additional contact info was requested but no additional contact was identified.